Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The returned device indicated the set screw was found in the connector bore.

Event description:
It was reported that at time of implant the device was suspected to have faulty connection at the right ventricular (rv) and superior vena cava defibrillation coil ports due to unsatisfactory impedances. Therefore, the device was removed and replaced with a new device, and impedance readings were accurate and appropriate. No patient complications have been reported as a result of this event.